Event description:
The pt had difficult anatomy and the physician pushed the neuron to pass a tight curve. The physician reported that they found the distal portion (10 to 12cm) of the neuron and broken and appeared to be detached from the shaft of the catheter. The physician was able to retrieve everything at the level of the femoral introducer sheath, but at the point, the tip detached completely and the pt went to surgery to get the tip out. The physician reported no problems for the pt.

Manufacturer narrative:
This event was reported to penumbra's distributor in (B)(4) with an advisory that the physician did not wish to file a formal complaint. The distributor reported that his compression was that the physician advanced the neuron without any wire or microcatheter/microwire in it and that in the very angled curve, the neuro first kinked and then, with continued use, broke. Method: device is reported to be available, but has not yet returned for evaluation. Additional exp date 10/2011. Device MFR date: 10/2008.